Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having issues with her quick serter. She stated the quick release button was not working. The customer's blood glucose was 498 mg/dl. No additional information provided.